Event description:
It was reported that during a da vinci s prostatectomy surgical procedure, the monopolar curved scissors instrument was not recognized. The planned surgical procedure was completed successfully. No patient harm, adverse outcome or injury was reported. No additional information was provided.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering placed the instrument on a system to check for recognition and found the instrument successfully recognized. Performance tests were conducted and the instrument to move intuitively with full range of motion in all directions. Cut tests and electrical continuity testing were completed successfully. Engineering also observed the main tube has a 1.5 inch long section with material removed on one side of the tube. Damaged area is 4.2 inches above the tube extension, parallel to the tube axis, and has a slightly rougher surface finish than the rest of the tube. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional information is received.